Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse was able to replicate the reported issue. The isi fse replaced e-100 generator, e-100 kit and cable fiber optic, to resolve the issue. The system was tested and verified as ready for use. The e-100 generator was returned for failure analysis, but the reported failure could not be replicated. This e-100 generator was installed into the test system, and it worked fine with the vessel seal extend (vse) instrument installed. The technician used the vse instrument with a saline-dipped gauze in the jaws and fired the yellow pedal/sync activations to cut/seal about 100 times, and the e-100 worked fine without any issues. The technician also used different vessel sealer extend (vse) instruments, and there was no connection issue. The issue could not be replicated. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the surgeon was unable to fire the vessel sealer extend instrument from the e-100. The customer moved to erbe to fire. Intuitive surgical, inc. (Isi) technical service engineer (tse) walked the customer through resetting the e-100 and trying again. The customer connected the vse instrument to the e-100 and immediately reported that the e-100 receptacle would not fully accept the instrument plug. The customer verified seating was not as it was in the erbe. The customer continued with the erbe generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using the erbe. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the fse informed that when plugging the vse instrument, it was a bit tough. The fse did not do anything to ¿fix¿ the port prior to returning the unit. No adjustments were made to the e-100. The fse recommended replacing the port on the e-100 even if it was noted there were no problems with the generator.